Event description:
Programming history database periodic review was performed and a high impedance event has been verified. The device was then programmed "off." The patient had revision surgery and while no break was visually seen a full replacement was performed. The explanted devices were discarded.